Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during fill 1. The fill volume (fv) equaled 0ml. The baxter technical service representative (tsr) had the caregiver (cg) pull up and down on the lines near the door and they flipped the heater bag over and they slid the heater line clamp down the line and they applied pressure to the heater bag and the frangible was broken and separated. The alarm repeated and they had the cg check the lumen on the heater bag frangible and per the cg the lumen was open. The cg then stated that the home patient (hp) had disconnected the heater bag and solution came out of the bag so the hp reconnected the bag. They advised the cg the hp would need to start over with all new supplies. The tsr advised that they could not disconnect a bag and then reconnect it, the setup was no longer sterile and they assisted the cg to end therapy. The cg would start over with new supplies and the hc was operational. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg on (B)(6) 2012 in regards to a check heater line alarm and use error - reuse of single-use product. The hp was able to resume therapy after starting over with new supplies. The cg did not notice anything wrong with any of the previous supplies. They did not have a lot number or a sample available. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.